Event description:
The following info was reported by the attorney's office: in (B)(6) 2009, the customer's doctor prescribed the use of the minimed insulin pump with the minimed quick-set infusion sets. On or about (B)(6) 2009, she failed to receive the correct doses of insulin to manage her diabetic condition. The customer presented at the ER suffering dizziness, weakness, increased thirst, fainting, difficulty speaking, shortness of breath, nausea, confusion and excessive sweating resulting from the improper amounts of insulin.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.